Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv), led an evaluation of one 5.5mm short secondary port opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned devices. The spiked trocar was not received. The circular seal was appeared to be torn along the edges. The envelope seal was intact. The anchor tabs appeared to be intact. The distal end of the trocar was cracked. The spiked trocar fit properly through the port. The knife blade cut cleanly and completely through the test media, allowing the cannula to pass through smoothly. The actuator knob was actuated and the flanges did not deploy. Replication of the reported condition may be due to rough handling of the device. Subsequently, the complaint data did not display an increased trend. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, the trocar would not tighten down. There was no patient injury.